Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the hub of the catheter was broken. During an ablation procedure to treat a flutter, a blazer prime xp catheter was selected for use. The catheter packaging was intact and during the visual inspection the team did not notice anything. The first use of the electrode was without difficulty. But during the second use, the signals received were incorrect. Then the physician took out the electrode from the patient and noticed that the hub was broken (but still attached to the catheter). He then used a second catheter to complete the procedure. There was no clinical consequence noticed in the patient. The change of catheter was performed in less than 5 minutes.

Event description:
It was reported that the hub of the catheter was broken. During an ablation procedure to treat a flutter, a blazer prime xp catheter was selected for use. The catheter packaging was intact and during the visual inspection the team did not notice anything. The first use of the electrode was without difficulty. But during the second use, the signals received were incorrect. Then the physician took out the electrode from the patient and noticed that the hub was broken (but still attached to the catheter). He then used a second catheter to complete the procedure. There was no clinical consequence noticed in the patient. The change of catheter was performed in less than 5 minutes.

Manufacturer narrative:
The device was returned for analysis. The device had a kink at the distal section approximately at 1.5 cm from the distal tip while in the neutral position. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The left curve was placed in the specified shaded area of the template; however, the right curve failed to reach the specified area, the device failed the dimensional test. An electrical test was performed and the device was found within specification. No opens or shorts were found. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. A steering wire was partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the kevlar wrap was found out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.